Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. A broken trace on the force sensor pin was observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that when she loads the cartridge the pump pushes all of the insulin out of the cartridge and the pump alarmed no cartridge detected.